Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a trial lead. Rep said the metal end on one of the leads broke off so the call center had them reconfigure for one trial lead. As a result of what was reported, the patient will try using one lead. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated the hcp was notified of the event. Time of event was 11am approximately. It was unknown what the cause was however the test leave broke at the solid portion and broke off at the proximal tip. Lead was discard in the trash was not used in the patient .